Event description:
It was reported that prior to a nissen fundoplication procedure, they went to load the first clip. The clip was advancing but not into the jaws. They were spitting out. The handled locked but the jaws were open.

Manufacturer narrative:
(B)(4). Lockout premature. The analysis found that the (B)(4) device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing of the device, the firing mechanism was locked out. In order to evaluate the device's internal components, the device was disassembled. Upon disassembling of the device the lath was found to be damaged due to a premature lockout. A possible cause for this condition may be that the trigger did not completely return to home position and a new firing sequence was initiated. Due to the condition of the device, no functional testing could be performed to evaluate the reported dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.